Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(6) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw socket was rounded.

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned, and remains in use. During the repositioning procedure, the physician disconnected all of the leads from the device. When the physician went to reconnect the leads, they were unable to reconnect the right ventricular (rv) lead. The physician suspected that the pin of the device was shorter than a conventional implantable cardiac defibrillator (ICD) device. The device was explanted and replaced. No patient complications have been reported as a result of this event.